Manufacturer narrative:
The enterprise 5000x has two side rails with three bars, one on each side of the bed. Following information gathered the caregiver placed her fingers between the moving parts- side rail bars while lowering the side rail. The safety side rail operation procedure is described in the instructions for use (746-577) dedicated to enterprise 5000x bed: to lower the side rail: ¿hold the top rail just behind the hinge. Pull the blue operating knob and lower the side rail towards the foot end of the bed¿. Additionally, IFU warns that the side rail contact points are identified by the warning symbol and it indicates that user should keep his hands and fingers away from these areas. Following this operation procedure and warning is mandatory for the safe use of the bed. In summary, upon the conducted investigation it was determined that the device met its specification. The event occurred while the caregiver was lowering the side rail therefore arjo bed played a role in the reported event. The bed was used with a patient at the time of this event. The complaint was decided to be reportable due to serious injury sustained by the caregiver (finger¿s bone fracture) during operation of the side rail.

Event description:
It was reported by the end user that a caregiver broke her finger during lowering the split side rail of the enterprise 5000x bed. The wound required closure with three stitches. The device evaluation performed by the arjo technician did not reveal any device malfunction.